Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulties deploying the stent could not be confirmed as the stent had already been deployed and the rack fully retracted. Based on a visual inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficult to deploy reported from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted the indications section of the (IFU) states: the absolute pro vascular self expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. The reported off label use of the device did not appear to cause or contribute to the reported difficulties.

Event description:
It was reported that the target lesion was located in the right superficial femoral artery (sfa). The absolute pro stent was advanced to the lesion without resistance. During deployment of the stent, the distal end of the stent became deployed; however, at that point, the thumbwheel could no longer be turned and the stent deployment could not be completed. The device was not retracted from the anatomy, as the distal end of the stent was already apposed to the vessel. The physician opened the handle casing of the device, and was able to completely deploy the stent by manipulating the thumbwheel. Normal post-dilatation was performed to complete the procedure. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect anatomy. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.